Event description:
It was reported that the patient was admitted to the hospital with staph aureus septicemia. Origin of the infection was not clear. It was noted that the device site was blistered and upon manipulation it was evident that the pocket was filled with clear fluid. The lead was extracted and a lead was implanted epicardially after the infection resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).